Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary c1er1p_aux drawer 7 was failed and required maintenance. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was failed and required maintenance. A field service engineer (fse) found that drawer 7 failed to remain closed during operation. The fse identified an issue during latch inspection, noting that a magnet was missing. The fse replaced the magnet to restore proper latch functionality. The system functioned as intended after the field service engineer repaired the device.